Event description:
Sometime in august/september 1995, condensation built up inside the freezer causing the lid to be frozen in place above the normal position. Consequently the lid was replaced. In march 1997, the lid replacement began to show signs of lifting with accumulated ice build-up. A new freezer was ordered and transfer of bone marrow product initiated on 5-9-97. During the process of transferring product to the new freezer it was noted that some of the product bags had leaked and now contained liquid nitrogen. During month of april 1997, freezer alarm would go off indicating need for more liquid nitrogen.